Event description:
It was reported; the patient was hospitalized (B)(6) 2015 due to pain associated with the abutment falling off. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.